Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records, it was indicated that the patient begun experiencing right thigh pain over time. Her pain was localized over the dall-miles cables and heterotopic ossification at the proximal 1/3 femoral diaphysis. The patient performed a surgery on ((B)(6) 2019) for right femur removal of hardware and excision of heterotopic ossification. No other hip implants were revised. Xray reported mild surrounding soft tissue edema. Doi: (B)(6) 2005; (stem,sleeve,cup,screw); doi: (B)(6) 2018; (head,liner); dor: none reported; right hip. Please see (B)(4) for 1st revision of right hip.